Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At an unspecified time, the device was programmed to delivery 5% dextrose in lactated ringers at a rate of 125ml/hr with a vtbi (volume to be infused) of 300ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the patient reported the device turned off twice. It was reported that after the device powered on, the rate displayed was 50ml/hr instead of the programmed rate of 125ml/hr. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. The device was removed from clinical service, though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).